Manufacturer narrative:
The device was checked on-site by dräger whereby several deviations could be identified. These were related to lack of preventive maintenance but had likely no contributing effect to the reported observations. Log file evaluation shows that the supervisor function of the software has temporarily stopped automatic ventilation as a response to a fast rise of the airway pressure (10mbar above the alarm threshold). The triggering condition disappeared quickly, and the device resumed ventilation with previous settings immediately. This short-term ventilation stop cannot explain the desaturation and also not the difficulties in manual ventilation described by the user. The absence of persisting errors in the pneumatic paths of the device during follow-up testing leads to the conclusion that the particular ventilation episode was disturbed by the effects of a large leak outside the device and that the transient pressure peak upon which the device responded with a short-term stop of ventilation was caused by the user's attempts to resolve the leakage - probably a hose in the breathing circuit was squeezed or kinked in a moment when the ventilator applied a breathing hub. This postulation is substantiated by the aspect that a leak was observed in the breathing circuit which had been used during the procedure during follow-up check - such leak will also affect the sequences of manual ventilation the user reportedly had initiated.

Event description:
It was reported hat a ventilator failure occurred during use, the users had also difficulties to ventilate the patient in manual ventilation in consequence of which the patient experienced a temporary desaturation. As per report, the users introduced an alternative ventilation method whereby the desaturation could be removed, no final health consequences have occurred.